Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that electrode 3 was greater than 10,000 ohms at 0.70 volts. They could not increase voltage to run impedance since the patient was being bothered by the test. The patient was using electrode 3 as an anode on program 1 and 4. The patient needed to use it for therapy. Settings were noted as 4.05 volts, 450 microseconds, 60 hertz; 5.7 volts, 330 microseconds, 60 hertz; 5.9 volts, 210 microseconds, 60 hertz; 6 volts, 210 microseconds, 60 hertz. It was estimated 700 ohms, with 24/7 usage was equal to 6 months longevity estimate. Additional information was received from the rep. It was reported that the battery would be replaced and the doctor would check impedance with a multi-lead trialing cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.